Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). H10: the device was received for evaluation. A visual inspection with the naked eye was done which observed a twist at the assembly of the tubing and the drip chamber. Functional tests were performed which included under water clear passage and pressure tests and revealed a leak between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned a clearlink system continu-flo solution set the device was found to be leaking below the drip chamber. There was no patient involvement. No additional information is available.